Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was performed with tandem technical support and the occlusion alarm did not recur. Customer changed pump supplies to address the issue and resumed insulin delivery. Customer's blood glucose was 358 mg/dl at time of event.